Event description:
The dialysis machine technician reported that one pt became ill and needed to be hospitalized. The doctor that treated the pt believes that the pt had hemolysis and that kinking in the tubing lines may have been the cause. The kinking allegedly occurred where the tubing exits the dialyzer and between the arterial drip chamber and the pump segments.